Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was found dislodged during an magnetic resonance imaging (MRI). The patient underwent a surgical intervention to remove the lead. A new ra lead was implanted during a second operation. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was found out to be dislodged. Clinic's discretion was to move the lead forward. The lead remains in service. No adverse patient effects reported.